Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 180mg/dl at its highest. The customer successfully resumed insulin deliveries by clearing the occlusion alarms. No troubleshooting was performed as the customer was not currently experiencing an occlusion alarm.